Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's system was autoreducing. Surgical intervention took place where the lead was explanted and replaced with two drg leads to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event estimated.